Event description:
It was reported that pump displayed malfunction code 12 with fault ID 12¿0x2071, and there were no notable events prior to this malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions on how to reset pump, successfully reset malfunction without recurrence, was advised to continue using pump, and was instructed to call back if malfunction code recurred, which customer acknowledged and understood.